Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported by the account that the device was not prepped (air aspirated) outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states to flush the device and perform air aspiration prior to inserting in the body, otherwise complications may occur. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined; however, the reported difficulty removing the device, separation and unexpected medical intervention appear to be related to operational context. In this case, it is unknown if the reported violation of the instructions for use (IFU) caused or contributed to the complaint. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported failure to deflate could not be determined since the device was not returned for analysis. In this case, it is likely that since the balloon would not deflate, the bdc became stuck, resulting in the reported difficulty removing the device from the anatomy. Upon further manipulation of the device, against resistance, the device ultimately separated and remained in the patient anatomy. Additional treatment was performed with forceps to remove the separated portion of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017- incorrect prep.

Event description:
It was reported the procedure was to treat a chronic total occlusion in the left anterior descending artery. The 5.0x8mm nc trek balloon dilatation catheter (bdc) was not prepared prior to use outside the patient anatomy per the instructions for use. The bdc was advanced to the target lesion for post dilatation of a stent. The balloon was inflated once to 14 atmospheres (atm) however the balloon failed to deflate. The shaft broke and could not be removed. Forceps were used to remove the separated portion from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.